Event description:
It was reported there was a shock equipment error. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. It was determined that the therapy pca, therapy capacitor, external paddles, ac power module, and front panel needed replacement. The therapy pca, therapy capacitor, ac power module, external paddles, and front panel need to be replaced to resolve the reported issue. The customer was given part numbers and pricing for the replacement parts. We are unable to determine the cause of the reported symptom as multiple parts require replacent. The device remains at the customer site and no further evaluation is required at this time.